Manufacturer narrative:
Medical device (B)(4) captures the reportable investigation result of bushing had a hit in the hook. The returned resolution 360 clip device was analyzed, and a visual evaluation noted that the clip assembly was not returned with the device, while the yoke was returned attached to the control wire, indicating the device was prematurely deployed. Microscope examination was performed on the bushing, and there was a hit in the hook of the bushing. Dimensional analysis was performed on bushing outer diameter to further analyze the deployment issue, and it was confirmed to be within specification. No other issues with the device were noted. This failure is likely due to factors or conditions related to procedure during the use of the device that could have affected its performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
Boston scientific corporation received an unauthorized return of a resolution 360 clip device on (B)(6) 2021. Investigation results revealed that the bushing had a hit in the hook; therefore, this is now an MDR reportable event. No patient complications have been reported due to this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.